Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultrasmart meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 8:30pm, the patient did not provide the date. The patient reported obtaining a blood glucose reading of 286mg/dl on the subject meter and 177mg/dl on an unknown device. The patient reported taking 8 units of humalog insulin in response to the reported high reading. The patient reported that in the morning they woke up and were experiencing symptoms of ¿shaking, heart fluttering and dizzy¿. The patient reported self-treating these symptoms, the exact treatment was not provided. At the time of troubleshooting the cca determined that the patient¿s test strips had expired in 2011. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.